Event description:
It was reported prior to insertion the drill failed. Follow up information obtained on (B)(6) 2015 states the procedure was being per formed on a male patient who was in cardiac arrest. The io was being inserted into the left tibia. During insertion, the needle would not spin but the battery seemed to be okay on the driver. As a result, another driver was used from another als truck to complete the insertion. Patient outcome is unknown.

Manufacturer narrative:
(B)(4).